Event description:
It was reported that during sleeve resection procedure, it was observed that the stapler did not release; and a spring showed up next to the firing knob. There was no patient consequence nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2026 d4: batch # additional information was requested, and the following was obtained: 1. Please provide more details for "didn´t release. Didn't trigger at all, the sequence was not started. No staples were deployed, no cut. 2. Was the firing sequences started? If yes, was the firing sequence completed? No 3. Did the device deliver any staples? No 4. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? N/a 5. Were there staples missing from the staple line? N/a 6. If yes, was the staple line complete? N/a 7. Did the device cut? N/a 8. If yes, was the cut line complete? N/a 9. If yes, was there any issue with the cut line n/a 10. Was there any difficulty opening the device jaws? N/a 11. If yes, what steps were taken to open the jaws. 12. If the jaws could not be opened, how was the device removed. N/a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device plee60a lot number a98y17 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/8/2026. D4: batch #776d12. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. Upon the analysis, an attempt was made to remove the trigger lock; however, it was stuck and did not allow the trigger firing to be engaged. The device was disassembled to inspect the internal components, where it was observed that the spring firing trigger was out of its intended position, which prevented the device from firing. The spring firing trigger was removed from the device and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The damage to the spring firing trigger is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 776d12, and no non-conformances were identified.